Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the distal end of the shaft. Magnifying inspection of the distal end found that shearing of the ptfe had been generated from the proximal in the distal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect on a sample of a current visiglide guide wire product. The ptfe coated segment of the current product sample was pushed against a sharp tool and pulled in the proximal direction. The coating was sheared off the shaft and some sheared portions came off the shaft. The forceps elevator on the endoscope was raised while a guide wire was inserted. The guide wire came into contact with the forceps elevator. Subsequently when the guide wire was subjected to further pushing and pulling forces in this state, it was exposed to a frictional force exceeding the product's strength limit, resulting in shearing of the coating off the shaft. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint files confirmed that the involved product/lot# combination has not been previously reported. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the investigation it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to repetitive pulling and pushing actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength, however it cannot be determined definitely how and when the actual sample had close contact with a sharp object. The device labeling does address the potential for such an event by stating in the instructions-for-use (IFU) "do not insert the instrument into the endoscope or endo therapy accessory unless movements of the instrument can be observed under clear endoscopic or x-ray image. If you cannot see the distal end of the insertion potion in the endoscopic or x-ray image, do not use the instrument. Otherwise unintended movements of the instrument could cause patient injury, such as punctures, hemorrhages or mucus membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported shearing of the coating layer on the visiglide device. Follow up communication with the user facility reported the following information: during a case of endoscopic retrograde cholangiopancreatography (ercp), the involved customer had difficulty in deploying a competitor's stent while using the visiglide device in combination with the stent in question; it was found that the outer coating on the actual sample had been damaged; and there was no impact to the patient.